Event description:
The dealer states that when the device is going up a incline the right motor is overpowering the left motor, causing the chair to veer to the side. The dealer has no further information to provide.